Event description:
Reference number(B)(4). Event occurred in the united states. It was reported that the patient faced the adhesive did not stick for the first infusion set event on 14-mar-2026. No further information available.